Event description:
It was reported that: "the package was supposed to contain a 20cm catheter. The catheter packaged in it was a 16cm catheter. The reported defect was detected during use on patient. The patient condition was reported as "fine". No patient injury/consequence or medical intervention reported."

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The customer returned the outside packaging of a cvc kit including one catheter for evaluation. No signs of use were observed. Visual analysis revealed the returned catheter is a 16 cm catheter, which is not the intended 20 cm catheter in finished good. No other defects or anomalies were observed. A device history record review was performed, and no relevant findings were identified. The customer report of an incorrect catheter was confirmed through complaint investigation of the returned sample. Visual inspection revealed the returned catheter was 16 cm instead of the intended 20 cm. A device history record review was performed, and no relevant findings were identified. Based on these circumstances, packaging caused or contributed to this event. Non-conformance was initiated to further investigate this issue. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported that: "the package was supposed to contain a 20cm catheter. The catheter packaged in it was a 16cm catheter. The reported defect was detected during use on patient.the patient condition was reported as "fine". No patient injury/consequence or medical intervention reported.".